Event description:
Pt brought to operating room for electromagnetic navigational bronchoscopy (enb). During the procedure, provider noted and removed a foreign body form right lower lobe. The foreign body was thread like, approx 10 inches in length, composition was plastic like. This was retrieved from the right lower lobe of lung. Suspect that foreign body was introduced during the procedure via the endobronchial catheter. This catheter is one time use prepackaged sterile product by covidien. The rep retrieved the catheter from the back table, bagged it, and look it to materials management office with the intent to have the product returned to the company for eval. We have not heard back from covidien regarding their investigation of this matter.